Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # u5ek4p. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface broken off. Also, was received unfired and with the swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during right hemicolectomy surgery, opened the packing and noted the device was damaged . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.